Manufacturer narrative:
Medical device expiration date: unknown; medical device lot #: unknown; (B)(6). Device manufacture date: unknown. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 95098 with the incident lot was not observed.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes were under filling and over filling, no report of medical interventions or serious injury.